Manufacturer narrative:
Device passed the displacement test and self test. The backlight functioning properly. The test p-cap locks properly in place in the reservoir compartment noted. No broken case noted. Device received with scratched case and pillowing keypad overlay noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had broken into 3 parts and the screen backlight did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.